Event description:
On 8/4/00, a diabetic under continuous pump therapy informed distronic-USA that on 6/15/00 pt had been hospitalized. Pt's blood glucose level was 747/mgdl and they had a high urine ketones. Pt was discharged on 6/18/00. Pt stated that the infusion tubing was kinked in several occasions.